Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by nausea and vomiting. The breach in aseptic technique was further described as touch contamination. The patient did not require hospitalization. Dianeal therapy was ongoing. The patient¿s caregiver was retrained on aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.